Manufacturer narrative:
Additional information will provided once the investigation is completed.

Event description:
It was reported that when the unit was connected for use during surgery, the emission temperature at the terminal occurred on the opposite side. Another unit had to be used to finish the surgery.